Event description:
It was reported intermittent occlusion alarms there was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. Reportedly, the customer uses lyumjev brand insulin and uses it cold, tandem technical support educated the customer lyumjev brand insulin is not for use in mobi pumps and cold insulin is off label usage.